Event description:
Reporter states he purchased the guru nanda hypoallergenic mouth tape from walmart for his sleep apnea and noticed sticky residue left around his mouth from the adhesive that was hard to come off even after using water, soap and alcohol. Reporter states around the third use he noticed he was developing a rash around his mouth from the device and saw on walmart's site there are many reviews of people experiencing the same symptoms.